Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. A review of the pump's event history found that a battery depleted alarm event interrupted delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed, but not duplicated during product evaluation. The root cause of the reported problem was determined to be depleted battery. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Should additional information be received, a follow-up medwatch will be submitted.